Manufacturer narrative:
The insulin pump had no button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. No number ramping noted during testing. The insulin pump had a scratched display window and cracked case at display window corner. Note: this is a remediation. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer reported that the numbers were ramping up and the scroll bar was not moving with no input. The customer's blood glucose was 28.0 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.